Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event potential vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced a potential vascular occlusion. The outcome of the event was unknown.